Event description:
Device 2 of 3. Reference report #s 1627487-2012-00263 and 1627487-2012-00265. It was reported the pt (B)(6) is without stimulation and is experiencing difficulty recharging the ipg. In an effort to resolve this matter, a new charging system was issued to the pt, but the problem persisted. The pt has allegedly not recharged her ipg in several months. In addition, she reports minimal relief from the scs system during prior use and feeling pain in the areas of the ipg and leads. Surgical intervention will be undertaken at a later date to remove the pt's scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.